Event description:
It was reported that, during a revision surgery performed on (B)(6) 2022, the 11 5-6 ps hiflex poly was removed due to unstable knee system, therefore it was exchanged by a 21 5-6 constrained poly. The patella was removed surgeon thought it was to thick, and a 29mm resurfacing patella was cemented in. Patient was stable on table.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that during a revision surgery, the 11 5-6 ps hiflex poly and the patella were removed due to unstable knee system. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via e-mail that no further information is available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that that looseness of components has been identified in possible adverse effects section as a result from improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.